Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device on the contralateral side. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The company was informed that the recipient's device was not explanted. An implant surgery occurred on the contralateral ear. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.